Event description:
The 24mm amplatzer septal occluder rubbed against the aortic rim with left atrial disc splaying so this aso was removed. A 20mm aso was implanted but embolized upon release and was percutaneously retrieved.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.